Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self-test. The audio tone/beep and the alarm functioned properly. No failed battery test alarm or pump error 19/3 alarm noted during testing. Successfully downloaded history files and traces using thump/carelink. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. (3) failed battery test alarms found in the pump history file/trace on 25-sep-2025 at 22:17:34, 22:18:40 and 22:19:00. Pump error 19 alarm found in the pump history file/trace on 25-sep-2025 at 22:17:28. Pump error 3 alarm found in the pump history file/trace on 25-sep-2025 at 22:17:31. Pump error 3 alarm due to hardware error (line number 1541 file number 2002). Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor or force sensor.¿¿test sc1-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Failed battery test alarm/audio/vibrate anomaly/absence of alarm/pump error 19 alarm not confirmed. Pump error 3 alarm due to hardware error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer's pump displayed pump error 3 (the main arm cannot communicate with the motor arm), pump error 19(generated if minute event is not received from motor processor or the sw watchdog task is not running properly), and a battery failed alarm. The customer also reported that the insulin pump did not emit a vibration during the subsequent self-test. Tthe customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed, including instructing the customer to perform a rewind and cannula refill, which were completed successfully. The absence of vibration during the self-test was noted, and the customer was advised to discontinue use of the pump and switch to a backup method as per their healthcare provider's instructions. No harm requiring medical intervention was reported. No product return is required for mmt-1886.